Event description:
A customer in (B)(6) notified biomérieux of false positive cefoxitin screen (oxsf) results for staphylococcus aureus when testing isolates from three (3) patients with the vitek® 2 ast-p637 test kit (ref 418583, lot 7371026403). The customer reported that the false positive cefoxitin screen results did not lead to any adverse events related to the patients' state of health. Disk diffusion testing was performed as an alternative method and obtained susceptible results for cefoxitin for all three isolates. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding false positive cefoxitin screen (oxsf) results for staphylococcus aureus when testing isolates from three patients with the vitek® 2 ast-p637 test kit (ref 418583, lot 7371026403). After multiple requests, no customer strains were submitted for this investigation. Submittal of the isolates is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. Since the isolates could not be submitted for investigational purposes, no additional investigation could be completed. Vitek® 2 ast-p637 cards, lot 7371026403, met final qc release criteria. The lot passed qc performance testing.